Event description:
Customer did a fasting blood glucose comparison. The lab result was 92mg/dl, and the device reading was 239mg/dl. Controls were within range. A request for return of the suspect device was made. Replacement product was sent.